Event description:
It was reported that the patient presented with bradycardia, fatigue, and malaise. Upon interrogation, it was observed that the pacemaker was at end-of-service, and exhibited a failure to pace and failure to be interrogated through radio frequency (rf) telemetry¿both due to the device being at the end of its expected battery life. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to interrogate and no pacing could not be confirmed. Device image analysis indicated average monthly voltage and current trends were normal. As received the device was at end of life level. New battery was replaced, and electrical, mechanical and pacing functions were analyzed and no anomaly was noted. Output measurement was performed in nominal setting and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on device usage.

Event description:
It was reported that the patient presented with bradycardia, fatigue, and malaise. Upon interrogation, it was observed that the pacemaker was at end-of-service, and exhibited a failure to pace and failure to be interrogated through inductive telemetry¿both due to the device being at the end of its expected battery life. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: b5 - previously reported "radio frequency (rf) telemetry" should have been "inductive telemetry".